Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a scale reading error during fill 1 of 5, a fill complication encountered message during fill 1 of 5, a balloon valve leak during an unknown phase of setup of their treatment, and a supply bag lines are blocked message during dwell 3 of 5 of their treatment. The registered nurse (rn) cancelled the treatment and activated stat drain 3 of 5. The patient discontinued treatment during cycle 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4045 ml during drain 1 of the treatment. This drain volume is 202% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the rn to discontinue use of the cycler. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete their treatment. The pdrn sated that the patient information is unknown. The pdrn stated that it is unknown if the patient actually drained 4045ml. The facility has received a new cycler which is working well. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There was no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks were found in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The cycler underwent and passed the go/no go gauge check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection showed that there were indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.